Event description:
Caller reported that the t: slim x2 pump battery would not charge and the pump screen remained dark. The customer's blood glucose level was 459 mg/dl. The customer reverted to an alternative method of insulin therapy.